Event description:
As reported: patient's right hip was revised due to infection. Initial implant date was (B)(6) 2012 and head and liner swap was on (B)(6) 2022. All implants came out as part of a 1 stage revision. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: c-taper cocr lfit head 40mm/+2.5; cat# 06-4025 ; lot# te78yd. Trident psl with purefix ha 62mm; cat# 542-11-62h ; lot# 37653301. Acetabular dome hole plug; cat# 2060-0000-1; lot# mkn626. Secur-fit max 132 hip stem #10; cat# 6051-1035s; lot# mkphh2. D-m 2.0mm beaded cable set vit; cat# 6704-0-520; lot# 38578803. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mktv55. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mktklv. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.